Manufacturer narrative:
E1 - initial reporter address 1; (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at approximately 3mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no kinks or damage to the hypotube or shaft of the device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified middle of left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure,the balloon was inflated three times at 10atm within 5 seconds, another 5 seconds and 15 seconds, accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified middle of left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During procedure,the balloon was inflated three times at 10atm within 5 seconds, another 5 seconds and 15 seconds, accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.